Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. From visual analysis, it can be confirmed that the inner and outer shaft on one burr is stuck together. The distal tip of the burr was observed under magnification and there is considerable amount of tissue debris captured between both shafts possibly causing the shafts sticking to each other. It is possible that there is more debris captured between the shafts along the length of the shafts. Moreover, it was observed from similar cases that adequate irrigation to the tip of the blade or burr is required to cool the blade and prevent accumulation of excised material in the surgical site. Other than this possibility, we cannot discern a root cause for this failure. The lot number that was provided was found to be invalid. Due to the invalid lot number, the lot information on this complaint was changed to unknown. This precludes conducting a device history record review or a lot specific search in the complaints handling system. Based on the overall complaint rate, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported, the blade was stuck after some time and could not be turned anymore. The blade was not used outside the joint and was always used in water; it was noted there was no melting of components. This occurred during use on patient during a subacromial decompression procedure; the procedure was prolonged by one (1) minute. A like device was used to complete the procedure.